Manufacturer narrative:
A response from the manufacturer is pending. Other: not returned to ela.

Event description:
This pacemaker was explanted due to no sensing. Note: qa was not informed of this event until february 13, 2009.

Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
This pacemaker was explanted due to no sensing. Note: qa was not informed of this event until 2009.